Event description:
It was reported that the ventilator was disconnected from the patient. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. According to received information, disconnection alarm occurred. No additional information was provided. The evaluation of event log confirmed generation of several clinical alarms, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high respiratory rate, high airway pressure or low expiratory minute volume indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Leakage in the patient circuit may lead to insufficient ventilation or no ventilation to the patient. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. Expiratory minute volume low and high respiratory rate alarm may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Delivered expiratory volumes were less than was set which generated low expiratory minute volume alarms. The patient circuit disconnected alarm may indicate problems with patient circuit due to wet or clogged filter. The cause of the claimed issue in this customer product complaint has not been determined.